Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported to technical support (ts) that an ultrafiltration (uf) pump alarm and a remove usb device 2 alarm occurred during a patient¿s hemodialysis (hd) treatment. The staff was able to clear the alarms and continue the patient¿s treatment. Upon follow up, it was confirmed that the patient¿s treatment was completed on the machine. The bmt stated the patient¿s uf time had to be adjusted to compensate for the uf disruption; when the uf pump alarm went off, the uf pump stopped running. The bmt reported that the correct amount of fluid was removed from the patient. The patient did not have any complaints or symptoms during or after their treatment, and no additional treatment was required. Additionally, there were no adverse effects experienced and no medical intervention was required as a result of the reported event. After the patient completed their treatment, the machine was pulled from service for evaluation. The bmt rebuilt the uf pump and recalibrated the pump volume, however, this did not resolve the issue. The entire uf pump assembly was going to be replaced as the next troubleshooting step. The machine was out of service at the time of follow up. No sample available for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.